Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt was unable to recognize ECG "d". The cause for the failure was isolated to an pinched pulse wire at the lead 2- connector. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged belt.